Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/07/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the front and bottom enclosures were damaged. The physical damages found during visual inspection are unrelated to the customer's reported complaint of a "system error, out of service, revert to manual CPR" message. A review of the platform's archive data was performed and found one occurrence of a system error 139 (unable to hold compression position) message on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The reported "system error" message was also duplicated when the platform was powered on for functional testing. Functional testing could not be performed due to the error message. Further investigation determined that the processor board was defective. Unrelated to the reported complaint, it was observed that the driveshaft was difficult to rotate. The clutch plate was deburred to address this issue. Based on the investigation, the parts identified for replacement were the processor board, the front enclosure and the bottom enclosure. In summary, the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was confirmed through review of the platform's archive data and was also replicated when the returned platform was powered on for functional testing. The root cause was determined to be a defective processor board. Unrelated to the reported complaint, it was observed that the driveshaft was difficult to rotate. The clutch plate was deburred to address this issue. The physical damages found during visual inspection are also unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during patient use, the autopulse platform performed compressions for approximately 10 minutes then stopped and displayed a "system error, out of service, revert to manual CPR" message. Customer power-cycled (powered off then back on) the platform but the error message did not clear. The crew reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.